Manufacturer narrative:
This report is submitted october 2, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 and was reimplanted with a bone bridge implant during the same surgery.

Manufacturer narrative:
This report is filed on october 8, 2018.(B)(4).